Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, external visual inspection revealed a dented bottom cover. The photographic imaging inspection revealed disturbed wirebonds at the digital chips. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The open device visual inspection confirmed disturbed wirebonds and revealed wire bond shorts at some of the pins. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection on one of the pins. The impedance measurements across this connection did not reveal any increased impedance. The failure of this device is attributed to shorted wirebonds at the digital chip, which prevented the device from achieving lock. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted.